Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient experienced a cerebrospinal fluid (csf) leak. Repair surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent repair surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.